Event description:
Boston scientific received information that during routine follow up, the lv lead impedence was measured at >2000 ohms (previous check approximately 840 ohms) with lv lead configuration programmed lv tip- lv ring. This was associated with no lv capture at maximum output. The lv lead configuration was reprogrammed to lv tip-rv coil and lead measurements repeated (0.6 v, 537 ohms). Daily lv lead impedence measurement was programed to off so it was unable to be determined when the likely fracture occurred, however, the patient had not noticed any change in heart failure symptoms so it may have happened quiet recently. The results were explained to the physician and he was happy to leave the changes I made until box change in the next 12 months or so. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).